Event description:
It was reported that the customer experienced a on going intermittent low blood glucose (bg) level leading to seizures and possibly the emergency technicians being called. Bg value not provided. Cause was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional information was provided regarding type of treatment provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.